Event description:
Baxter reports a spike of a transfer set came off the port of a twinbag. The date of how long the set was in use is unknown. There is no patient injury or medical intervention according to the international affiliate.